Manufacturer narrative:
The following information has been updated: b.5. Describe event or problem: it was reported that 4 bd vacutainer® buffered sodium citrate (9nc) blood collection tubes experienced underfill or low draw during use. The following information was provided by the initial reporter: material no. 369714, batch no. 9036823. Verbiage received: this morning I had complaints from two different collection areas of a problem with the 4.5ml sodium citrate blood collection tube not filling appropriately. All 8 tubes have been discarded. I have instructed all areas to continue to use the product, double check each tube collected to ensure they are filling correctly and report any additional issues they find with inappropriate filling. Performing laboratory discarded the tubes when specimen testing was unable to be completed. Expiration date is 08/31/2020. User facilities have reported that they have had a combined total of 8 tubes that have not filled appropriately. Both locations have been contacted h3 other text : see h.10.

Event description:
It was reported that 4 bd vacutainer® buffered sodium citrate (9nc) blood collection tubes experienced underfill or low draw during use. The following information was provided by the initial reporter: material no. 369714, batch no. 9036823. Verbiage received: this morning I had complaints from two different collection areas of a problem with the 4.5ml sodium citrate blood collection tube not filling appropriately. All 8 tubes have been discarded. I have instructed all areas to continue to use the product, double check each tube collected to ensure they are filling correctly and report any additional issues they find with inappropriate filling. Performing laboratory discarded the tubes when specimen testing was unable to be completed. Expiration date is 08/31/2020. User facilities have reported that they have had a combined total of 8 tubes that have not filled appropriately. Both locations have been contacted.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation/testing and upon completion, the customer's indicated failure mode for underfill was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA # (B)(4). The investigation is still on-going and improvements will be made as the potential causes of this issue are identified.

Event description:
It was reported that an unspecified number of bd vacutainer® buffered sodium citrate (9nc) blood collection tubes experienced underfill or low draw during use. The following information was provided by the initial reporter: material no. 369714, batch no. 9036823. Verbiage received: this morning I had complaints from two different collection areas of a problem with the 4.5 ml sodium citrate blood collection tube not filling appropriately. All 8 tubes have been discarded. I have instructed all areas to continue to use the product, double check each tube collected to ensure they are filling correctly and report any additional issues they find with inappropriate filling. Performing laboratory discarded the tubes when specimen testing was unable to be completed. Expiration date is 08/31/2020. User facilities have reported that they have had a combined total of 8 tubes that have not filled appropriately. Both locations have been contacted to redraw the patient.